Event description:
It was reported that the patient experienced repeated occlusion alerts over the course of approximately one week, during which blood glucose values exceeded 400 mg/dl. The patient acknowledged understanding that occlusion alerts suspend insulin delivery but reported repeatedly pressing resume without contacting support and later removed the pump for several days without initiating alternative insulin therapy. Symptoms included hyperglycemia. Investigation included communication with the patient and review of device data. Evaluation determined that the patient had been connecting the cartridge to the adapter outside of the pump prior to insertion, which is inconsistent with the instructions for use and may contribute to occlusion alerts. A supervised restart and full supply change were completed without recurrence of alerts. Investigation identified use error related to improper infusion set and cartridge connection and failure to revert to alternative therapy, and no device malfunction or component failure was identified. It was concluded that the hyperglycemic event was caused by user handling and therapy management behaviors rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.